Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (B)(4), to report that his onetouch verio2 meter displayed unknown error messages. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the meter had started displaying the unknown error messages at 6pm on (B)(6) 2019. The patient was unable to recall the exact error messages but said he remembered that they referred to test strips. The patient manages his diabetes with novorapid insulin which he self-adjusts. He reported that as a result of not being able to obtain a result with the meter, at 1pm on (B)(6) 2019, he started to feel ¿weak and lightheaded¿, with ¿hands shaking¿. He indicated that he self-treated his symptoms straight away by ¿eating cake and drinking liquid¿. At the time of troubleshooting, the csr discovered that the patient had been incorrectly using onetouch select plus test strips with the onetouch verio2 meter; the patient should have been using onetouch verio test strips. The patient did not have the correct testing supplies available to walk through a retest and the issue remained unresolved. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtain unknown error messages on the meter and being unable to obtain a result. Although the patient was using incorrect, off-brand test strips, the meter could not be ruled out as a cause or contributor to the event.